Event description:
Following bilateral intraocular lens (iol) implant surgery, a user facility reported that an iol was exchanged. The surgeon reported the iol was exchanged due to the patient experiencing glare. Posterior capsule opacification had also been noted. The surgeon reported the patient was no longer experiencing glare following the exchange procedure. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history records review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/16/2009 and 03/02/2009 by phone, fax, and mail. A completed questionaire was received on 03/05/2009.